Event description:
It was additionally reported that there was no patient harm as the device failure did not occur during patient use.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis with a cracked top case. Testing was able to replicate the motor rate error. The failure mode was that the worm coupling/worm gear was worn. The root cause of the failure mode is normal wear.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor rate error. No injury was reported.